Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of dyspnea and worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology and likely due to the tethered posterior leaflet. The reported worsening mr appears to be a result of the slda and; therefore, due to procedural conditions. The reported dyspnea was likely a symptom/secondary effect of the increased mr. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report that the clip detached from the posterior leaflet and remained attached to the anterior leaflet which required an additional clip for stabilization. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016, to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing the mr to 1-2. On (b)(\6) 2016, the patient returned to the hospital with dyspnea. Echocardiogram was performed, which found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr had increased to 3-4. On (B)(6) 2016, a second mitraclip procedure was performed for stabilization. One clip was implanted, reducing the mr to 1-2. The patient was confirmed to be stable post procedure. No additional information was provided.